Event description:
During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was successfully prepped and flushed, inserted into the patient over the guidewire, and the dilator and sheath were removed. A pump at 2ml per minute was used for irrigation. The sheath was aspirated and flushed successfully. Upon insertion of a non-boston scientific mapping catheter for pre-mapping, the valve began to leak blood back through the sheath valve and the valve drew air into the syringe when the 20ml syringe was placed to aspirate and flush the sheath. The leak through the hemostatic valve was classified as a slow drip. The mapping catheter was removed and reinserted to have the same issue occur again. The sheath was then removed over the guidewire, and a new sheath was used to complete the procedure. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was successfully prepped and flushed, inserted into the patient over the guidewire, and the dilator and sheath were removed. A pump at 2ml per minute was used for irrigation. The sheath was aspirated and flushed successfully. Upon insertion of a non-boston scientific mapping catheter for pre-mapping, the valve began to leak blood back through the sheath valve and the valve drew air into the syringe when the 20ml syringe was placed to aspirate and flush the sheath. The leak through the hemostatic valve was classified as a slow drip. The mapping catheter was removed and reinserted to have the same issue occur again. The sheath was then removed over the guidewire, and a new sheath was used to complete the procedure. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that the inner valve was torn and identified deformation of the hemostatic valve, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.